Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 20-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "nasogastric tube was to be replaced as it was believed to be possibly coiled in oropharynx. It was removed by [the physician]. On removal it was evident that the tube had ruptured at the level of 65cm." The "distal end [was] retrieved by [the intensive care unit] ICU medical team at the bedside using magill's forceps/laryngoscope. Patient sedated for the procedure. Ongoing review by ICU medical team overnight -note states 'patient has new onset vap.' Antibiotic cover initiated. Additional information received 30-oct-2024 states, "this is very likely associated with this incident but unable to confirm definitively."